Event description:
Adverse event(s): "infections (infection). Product problem(s): "none reported" (no info). A consumer reported he experienced infections following the use of this product. He refused to provide any additional info.

Manufacturer narrative:
Eval summary: the complaint device associated with this report was not received for eval. It is unk if the product was used according to labeled indications. Batch records were reviewed for lot 173395f and no deviations were identified. Chemistry and microbial results, environmental, utility, bioburden, and sanitization records were also reviewed and found to be acceptable. Lot 173395f met all release criteria prior to product release. There are no similar reports for this lot. (B)(4)